Manufacturer narrative:
Getinge service was not requested by the customer in connection with any repairs. However, the getinge service territory manager for this facility spoke to the customer who advised that the main board was replaced by a 3rd party and this resolved the issue. The iabp was then approved for clinical use and put back in use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was having monitor related issues, including a static screen. This was discovered by a universal health service technician who was on site to perform field actions on getinge's behalf. There was no patient involvement or adverse event reported.

Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was having monitor related issues, including a static screen. This was discovered by a universal health service technician who was on site to perform field actions on getinge's behalf. There was no patient involvement or adverse event reported.